Event description:
It was reported that following a sling and anterior and posterior repair utilizing two pieces of porcine tissue, the pt developed complications. The procedure was performed in 2003 and patient presented with complications in 2004. Doctor diagnosed methicillin resistant staphylococcus aureus. Graft was removed and hospital is performing an investigation. No further complications were reported.